Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of kidney disease/toxicity heart transplant stage 3 kidney failure. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.